Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of the cable was noted. There is possibility that the reported event was caused by the defect of the cable. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the cable. There is possibility that the defect of the cable was caused by user handling. If additional information becomes available, this report will be supplemented.